Event description:
Clinical report states the patient was revised to address a failed hip arthroplasty. Also, per radiographic evaluation the acetabular cup was found to be increased angle of inclination.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical report states the patient was revised to address a failed hip arthroplasty. Also, per radiographic evaluation the acetabular cup was found to be increased angle of inclination. Doi: (B)(6) 2005 dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays were received. It cannot be determined, with the x-rays provided, that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.